Event description:
It was reported that there was a small pocket infection and the patient was being treated with antibiotics. It was also noted that the right ventricular lead had undersensing, t-wave oversensing, a low sensing value and measuring discrepancies between the printed data and the device data. There was no intervention for the lead performance issues, antibiotics were given for the pocket infection, and the system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.